Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left lower lung wedge resection, after the device was fired, the staples burst out. The surgeon convert the procedure to an open and add suture to resolve the issue and to be able to retrieved the burst staples using suction tool. The operation went smoothly without causing adverse influence to the patient.